Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A review of the electronic device download confirmed that the device did power off. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered itself off during use with a patient. Medical personnel were able to power the device back on, after which no further issues were observed during that patient event. There were no adverse effects to the patient as a result of the reported issue. The customer did not have any further details about the patient.